Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first speedband device was found to be twisted and failed to deploy. The second speedband device was noted that the two elastic bands successfully deployed, but the rest of the bands would not fire. Reportedly, there was no difficulty experienced upon setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.